Event description:
The customer reported that a monitor displayed a speaker malfunction message and the audio was not functional. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a monitor displayed a speaker malfunction message and the audio was not functional. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.